Event description:
Had breast augmentation in 2000. During march I was seeing many neurologists to determine cause of severe mental fog that occurred out of the blue, extreme loss of weight and very pale. This was beginning of long list of severe problems when I perfectly healthy individual prior to this surgery. I was (B)(6) when I had breast augmentation. I worked out everyday, ate healthy, had an excellent career as systems engineer. I worked for top companies such eds, and price waterhouse as one of their best analysts, programmers etc. This was beginning of downward health problems from rashes, digestive problems, irrational behavior and worst of all chronic fatigue. I had to leave my career. I went from one doctor to the next for 17 years until learned of breast implant illness. I had mine removed and have my life back.